Event description:
The pt initially called and left a message for customer service, merz north america to state that she had swelling and an uneven injection of radiesse. The injection was over seas two months age. There are lumps under her eyes. On (B)(6) 2013, the pt provided further info: she was injected under the eye on approximately (B)(6) (it was at the end of (B)(6)) in (B)(6) by a licensed dermatologist. This dermatologist previously did her face lift. At two weeks post injection everything looked good. At three weeks post injection she was swollen and watery. She went to see a doctor who referred her to a plastic surgeon (ps). The ps prescribed antibiotics for 10 days (name of drug and dose not provided, diagnosis not provided). She has uneven lumps. Tomorrow ((B)(6) 2013) she is going to see a cosmetic dermatologist.

Manufacturer narrative:
(B)(4). Further info has been requested from the pt. No further info has been received, thus the pt's current status is unk. The device history records for the radiesse lot were not reviewed as the lot number was unk.